Manufacturer narrative:
No components have been returned to the manufacturer. No further investigation may be carried out. The customer will be supplied with a new rt12 rotor assembly. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated that the rt12 broke apart during usage in statspin ssvt-1 centrifuge unit. The customer confirmed that they were using the safety shield. There was no report of injury to the operator and no report of medical attention needed due to this event.